Event description:
Left total knee arthroplasty (B)(6) 2024 deep dermal layer and superficial layer developed hypersensitivity to sutures. Proximal part of the incision was red and swollen. Patient was treated with antibiotics.